Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "comparison between endoscopic and laparoscopic removal of gastric submucosal tumor". The literature reported the result of 73 cases of the following procedures using an olympus model single-use reloadable clip (hx-610-135). -endoscopic resection (ER) procedures (endoscopic submucosal dissection [esd], endoscopic muscularis dissection [emd], and endoscopic full-thickness resection [eftr]). -laparoscopic resections (lr) procedures (laparoscopic endoscopic cooperative surgery [lecs] and laparoscopic wedge resection). In the subject procedures, 3 cases of conversion to laparoscopic surgery and 2 cases of postoperative bleeding reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse events could not be determined. According to the number of adverse events and the number of olympus devices involved in the events, omsc is submitting 5 medical device reports. This is the 2nd of 2 reports for postoperative bleeding.